Event description:
Information as reported to davol: it was reported that while irrigating during a surgery the purple tip and the splash shield of the simpulse irrigator came off and had to be retrieved from the femoral canal. The pieces were removed and there was no patient injury. The device was replaced with another and the procedure was completed.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.